Manufacturer narrative:
Concomitant medical product: 5076-58 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial undersensing during a ventricular tachycardia (vt) non sustained episode. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was undersensing of p-waves noted on a stored episode. Sensitivity was adjusted and the atrial lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was far-field r-wave (ffrw) oversensing causing inappropriate atrial tachycardia/atrial fibrillation (at/af) detections. The atrial lead remains in use.